Event description:
It was reported that the patient thought their device was not working. The patient had a loss of therapeutic effect and had a return of pain. The patient couldn't turn stimulation up on program 2 and this issue began last night. The patient used the antenna and was on program 1 at 4.6v. The patient activated program 2 and was able to turn stimulation up. The patient said maybe their device was off because their pain returned over the last few days. The patient may have hit the middle button on the patient programmer. The patient had the device for interstitial cystitis (ic). It was further reported that the patient still had concerns with their device or therapy but had not sought further help.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot # v568027, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial # (B)(4), product type: programmer, patient. (B)(4).